Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was damage to the usb port which caused the pump to intermittently stop charging when plugged into a power source. There was no reported adverse impact to the customer's blood glucose level. The customer declined follow up contact from tandem technical support, therefore no additional information could be obtained.